Event description:
Per report, after the successful placement of a sapien transcatheter heart valve, after the introducer sheath set was removed, a dissection was observed above the insertion site and below the bifurcation in the right common iliac. A 10mm x 38 atrium icast covered stent was placed in the right common iliac artery. The patient was stable post-procedure and transported to recovery per facility protocol. Additional information provided by the sales rep: the patient's access vessel mld was 7.2mm with mild calcification and mild tortuosity. Nothing abnormal was noticed while prepping the sheath. There was some difficulty advancing the last dilator and the physician experienced difficulties in advancing and removing the sheath. The perceived cause of the event was the sheath was deemed too large for this vessel.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum required vessel diameter for a 24fr sheath is 8mm. In this case, per report the access site minimum luminal diameter was 7.2mm, with mild calcification, and mild tortuosity. In addition, the physician experienced difficulties while advancing and removing the 24fr sheath. It was also reported that the femoral artery dissection was likely caused by the vessel minimum lumen diameter being smaller than recommended vessel size for the 24fr sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.